Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was "kinked". The system was withdrawn from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received to clarify that the reported "kink" was referring to an infold in the valve frame. Upon the first deployment attempt, the valve was recaptured into the dcs due to inadequate positioning. The infold was identified during the second deployment attempt. Per the physician, the patient's "calcified fusion ridge" contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: {envpro-16-us}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was "kinked". The system was withdrawn from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used to complete the procedure. No patient complications have been reported as a result of this event.